Manufacturer narrative:
Per the IFU, device embolization is a potential risk associated with bioprosthetic heart valves and the transcatheter mitral valve replacement procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. The valves were returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the valve was fully expanded with slight distortion (likely due to valve explanation), all leaflets were in an open condition and they were stiff, the valve was slightly deployed lower than the first valve, multiple exposed struts (likely due to frame distortion as a result of device explanation), and no crack/damage on the frame under x-ray images. No other abnormalities were observed. Due to the condition of the returned valve, the leaflets could not be evaluated. Functional or dimensional testing could not be performed due the condition of the returned valve (frames distorted, leaflets stiffened/dehydrated). The evaluation was performed through visual inspection. During manufacturing, the entire sapien 3 valves are 100% visually inspected. The frame components are inspected by both manufacturing and quality for the following: scratches, fractures/cracks, rough surface, distortion, gap/void/notch, step wavy cut, grinding, burrs, protrusions, dimensions, grooves, and deformation. In addition, the frames are mechanically tested (tensile test). Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no damage to the valve from handling. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and no manufacturing non-conformance could have contributed to the reported events. A lot history review did not reveal any other additional similar complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to device returned condition (valve-in-valve) and since no relevant imagery was returned for evaluation, the complaint of valve embolization into atrium was unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment, and movement of the delivery system by the operator. In this case, there is insufficient information to determine the cause of the valve embolization to the atrium, as no annulus measurements for the native mitral valve and procedural cine imagery were provided. However, it is possible that the following procedural factors may have contributed to the event: ¿ the selected valve may be too small in size and unable to be securely placed in the targeted location even if it has been fully deployed. As a result, the valve may have slowly migrated and eventually embolized post thv deployment. Per the IFU, incorrect sizing may lead to migration and embolization. ¿ similarly, incorrect placement of the valve such as being too atrial (first valve) may lead to valve migration and embolization of both valves. The complaint was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. A definitive root cause was unable to be determined at this time for the reported embolization, but it is possible that procedural factors (incorrect thv sizing and/or placement of valve too atrial) may have contributed to the reported events. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing. Reference mfg. Report #2015691-2018-02100.

Event description:
As reported, a 29mm sapien 3 valve was placed in the mitral position within mac. After successful deployment of a 29mm sapien 3 valve in the mitral position by transvenous approach, an echo (tee) revealed severe central mitral regurgitation (mr) and possibly due to a damaged or non-functioning leaflet. A decision was made to deploy a second 29mm sapien 3 valve and place within the first valve. The 2nd valve successfully treated the mr; however after a period of about 3-4 minutes of evaluating the outcome, both thv's embolized into the la. Wire access was maintained, and the doctor placed a 34mm septal occluder within the embolized valves securing it to the septum until the patient could be transferred to the or. The patient was converted to an open procedure and both valves were removed, and the mitral valve replaced/repaired. Both s3 valve will be returned as the valves are coupled together (valve in valve). The patient had aortic valve treated with a 23mm sapien 3 valve approximately 2 months prior to the mitral procedure. Of note, the patient did well in surgery and off cardiopulmonary bypass (cpb) support and is recovering. The embolized valves were retrieved and mitral valve was replaced.